Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and fallopian tube cyst. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy menstrual bleeding (menometrorrhagia) with irregular cycles"), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), depression ("depression") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menometrorrhagia, menstrual disorder, fatigue, weight increased, depression and dyspareunia outcome was unknown. The reporter considered depression, dyspareunia, fatigue, menometrorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2021: final diagnosis - uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix: unremarkable ectocervical and endocervical mucosa. Endometrium: weakly proliferative to poorly-developed secretory pattern endometrium. Negative for hyperplasia. Myometrium: adenomyosis. Serosa: unremarkable. Bilateral fallopian tubes: benign fallopian tubes with essure coils and hydrosalpinx. Negative for malignancy. Gross description: uterus with cervix, bilateral fallopian tubes and ovaries. Left fallopian tube: fimbriated, 7.5 cm in length, 1.8 cm in maximum width without lesions. Essure coils present. Right fallopian tube: fimbriated, 5.0 cm in length, 1.6 cm in maximum width with distal thin cyst with serous fluid. Essure coils present. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: this is retention case. All information from deleted duplicate case: (B)(4) transferred to this case. Events: menstruation issues, fatigue, weight gain, depression, dyspareunia. Severity of event: pelvic pain, insertion date,lab data, reporter information, patient demographic, rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and fallopian tube cyst. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy menstrual bleeding (menometrorrhagia) with irregular cycles"), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), depression ("depression") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menometrorrhagia, menstrual disorder, fatigue, weight increased, depression and dyspareunia outcome was unknown. The reporter considered depression, dyspareunia, fatigue, menometrorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfujly occluded.. Pathology test - on (B)(6) 2021: final diagnosis - uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix: unremarkable ectocervical and endocervical mucosa. Endometrium: weakly proliferative to poorly-developed secretory pattern endometrium. Negative for hyperplasia. Myometrium: adenomyosis. Serosa: unremarkable. Bilateral fallopian tubes: benign fallopian tubes with essure coils and hydrosalpinx. Negative for malignancy gross description: uterus with cervix, bilateral fallopian tubes and ovaries. Left fallopian tube: fimbriated, 7.5 cm in length, 1.8 cm in maximum width without lesions. Essure coils present. Right fallopian tube: fimbriated, 5.0 cm in length, 1.6 cm in maximum width with distal thin cyst with serous fluid. Essure coils present. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and fallopian tube cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("heavy menstrual bleeding (menometrorrhagia) with irregular cycles"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: final diagnosis - uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix: unremarkable ectocervical and endocervical mucosa. Endometrium: weakly proliferative to poorly-developed secretory pattern endometrium. Negative for hyperplasia. Myometrium: adenomyosis. Serosa: unremarkable. Bilateral fallopian tubes: benign fallopian tubes with essure coils and hydrosalpinx. Negative for malignancy. Gross description: uterus with cervix, bilateral fallopian tubes and ovaries. Left fallopian tube: fimbriated, 7.5 cm in length, 1.8 cm in maximum width without lesions. Essure coils present. Right fallopian tube: fimbriated, 5.0 cm in length, 1.6 cm in maximum width with distal thin cyst with serous fluid. Essure coils present. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.